Event description:
It was reported that there was a leak on the cannula side. The problem occurred during infusion while the catheter was in use. The site of placement of the catheter was the arm. There was patient involvement, and no consequences for the patient.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.